Event description:
Ems personnel were attending to a unresponsive patient experiencing bigeminal pvc's. Allegedly the screen would intermittently show a flatline instead of the patient's rhythm. The reporter stated there were no adverse effects to the patient as a result of the alleged malfunction.